Event description:
Per the incident report completed: "pt disconnected both power sources to her heartware lvad, causing pump stop, this morning while attempting to get out of bed to the restroom at home. Pt passed out and hit her head. Husband was nearby and quickly reconnected lvad power. Assumed pump stop time was less than 1 minute. Pt is on coumadin and asa with inr approx 2. Pt developed confusion and n/v shortly after fall. Upon arrival to ed, pt had waxing/waning mental status. Confirmation of traumatic intra-cranial bleed by CT scan. Taken to operating room for decompression and evacuation of hematoma by neurosurgery." On (B)(6)2016 she had a frontal bolt 2/20 for monitoring of icp. Pt continued to decline with no meaningful neurological recovery. Pt's husband decided to withdraw care with support from medical team. Pt expired on (B)(6) 2016.